Manufacturer narrative:
It was found that the zoom feature had intermittent unintended direction due to a pcb box that was damaged.

Event description:
It was reported via repair work order that the has intermittent zoom. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the has intermittent zoom. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.